Event description:
A pt noticed a decrease in vision several years following intraocular lens (iol) implant surgery. Examination revealed that the iol had dislocated and one of the haptics was broken. The iol was removed and replaced. Additional info has been requested from the surgeon.